Event description:
It was reported to medtronic neurosurgery that the catheter was cut during the procedure. According to the report, there was no adverse impact or injury to the patient as a result of the event.

Manufacturer narrative:
The catheter was returned in two segments. The edges of the cut ends were uneven and jagged in appearance. The device met all requirements for patency, leak, tensile strength, and elongation testing. The instructions for use that accompanies the product caution that care should be taken in handling the product as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
The device has been returned. However, the laboratory analysis is not yet complete. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.